Event description:
The "alarm would not sound correctly during testing". The failure was identified during routine testing and there was no patient involvement. A repair evaluation was performed and the customer's complaint was duplicated. The alarm decibel level is below specification. The component is being forwarded to the manufacturer for root cause analysis. The alarm was replaced to correct the problem.